Manufacturer narrative:
A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. One sample was returned for evaluation. The sample was visually inspected and was deemed nonconforming. The needle is bent at approximately 30 degrees. A green foreign material is present on the needle and stiffener. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed nonconforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 20 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. There was a slight resistance felt when removing the needle from the inner cutter. Aspiration and actuation were retested after the probe was disassembled and was then deemed conforming. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to actuate, aspirate, and cut. The root cause for the poor probe functionality appears to be from a combination of the probe being very bent and the probe being used in surgery for approximately 20 minutes. A bent needle will cause interference between the needle and inner cutting resulting in poor performance of the probe. The probe could not have been shipped in the condition the probe was received back for evaluation as the needle would not have been able to fit into its protective cap. The probe did actuate and aspirate without a problem after the probe was disassembled, which confirms the bent condition affected the probe performance. The probe cutter edge will also wear the longer a probe is used. The probe was surgically used for approximately 20 minutes. The vitrectomy portion of the procedure is typically less than 20 minutes. No specific action with regard to this complaint was taken because the reason for the complaint issue was due from user handling during its surgical use. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a cutting failure occurred. The condition of actuation and aspiration was unknown. The surgery was completed after replacing the product with another one. There was no patient harm. Additional information and product sample have been requested.